Manufacturer narrative:
Additional information was added to h4, h6, h11. H4: the lot was manufactured between may 1-2, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid on exterior surface of device which suggested leak. Additionally, the tubing was broken off at the solvent bonding junction of flow restrictor. The reported condition was verified. The cause of the tubing breaking off could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap disconnected from the luer of a small volume folfusor which resulted in a medication leak. The leak was contained within the light protective bag. This issue occurred while storing the device prior to patient use. The device contained 3150mg fluorouracil in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.